Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. This is a report of a care giver who disconnected and then reconnected solution bags during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a care giver re-used a set of single use supplies in an attempt to troubleshoot solution flow issues on the homechoice machine. The patient was connected to the setup for dwell three of four of peritoneal dialysis therapy at the time of the reuse. The reuse was further specified as the care giver disconnected and reconnected used solution bags to the cassette lines. Proper procedures were reviewed and the patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.